Event description:
Reporter complains of a muscle disorders, asthma, weak lungs, tiredness. She is very, very weak, at times she can not even wash her hair. She has to stop and put her arm down, nervousness, etc, etc.